Event description:
This case occurred outside of the USA, in the united kingdom. The UK subsidiary notified teoxane geneva of an adverse event on 09-jul-2024. On (B)(6) 2024, a 59-year-old female patient was injected with a total of 6.2 ml of rha 4 (2.4 ml in the nasolabial folds, 1.6 ml in the oral commissures, 0.6 ml in the chin and 0.8 ml in each side of pre jowl sulcus) with 25g cannula and needle supplied in the box using a fanning technique (with cannula) with injection onto bone. Other products (teosyal puresense rha kiss 0.7 ml was injected on the same day and on (B)(6) 2024 in the lips with needle provided in the box using a multipuncture technique and teosyal puresense redensity 1, 1ml was injected on (B)(6) 2024 in blebs to skin superficially around oral commisure with 4mm needle tsk using multipuncture technique) but no adverse events were reported at these injection sites. The patient had no significant medical history and was not taking any medication at the time of this report. On (B)(6) 2024, about two months after the injection, the patient developed severe oedema, erythema, pain and inflammation in all sites injected with rha 4. The injector considered the event as an infection/cellulitis due to the localized heat, erythema and pain. On the same day, the patient was treated with antihistamine (chlorphenamine 4mg, as needed (prn) for 7 days) and antibiotics (clarithromycin 500mg, twice a day (bd) for 7 days). The oedema improved significantly with the antibiotics. On (B)(6) 2024, the patient was treated with hyaluronidase 1500 iu in 5mls saline. The oedema further reduced. On (B)(6) 2024, the patient was treated again with hyaluronidase 1500 iu in 5mls saline due to oedema still present at pre jowl sulcus and oral commissure. On (B)(6) 2024. The patient received 2 sessions of hyaluronidase and a great improvement of symptoms was observed. The injector felt, judging by the photos, that the patient had far too much filler injected, as her face looked very heavy as though overfilled, and possibly some inappropriate positioning of filler. Thus, this complaint was considered closed.

Manufacturer narrative:
According to the information received, this case seems linked to a skin infection. Skin infections such as cellulitis, may manifest as inflammation, pain, skin warmth, oedema and erythema and appear within weeks after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of rha 4. Overcorrections are well-known and documented incidents to hyaluronic acid filler injections. They are directly related to the injection technique and correspond to an excess of the injected product. Their resolution occurs over time through the natural dissolution of hyaluronic acid or by using hyaluronidase to induce dissolution. In addition, the risk of such reactions is mentioned in the instructions for use of rha 4.